Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. This is the second of two reports from this facility. (B)(4).

Event description:
A theatre manager reported that ten knives were blunt. Procedure details and patient impact information is unknown. Additional information has been requested. Additional information received confirmed that the procedure was completed with no harm to the patient.